Event description:
It was reported that during a lap chole, the clip would not hold the catheter in place and therefore, the cholangiogram could not be performed. The device got caught on the tissue and tore the tissue. The procedure was completed as normal without the cholangiogram. There was no patient consequence.